Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) repeatedly asked for calibration to be performed. The device was not changed out, as the staff used blood parameter monitor (bpm) to monitor fractionated of inspired oxygen (fio2) levels to determine saturation levels. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.